Event description:
It was reported that the respiratory sensor signal was being sensed on the right ventricular (rv) channel of the implantable cardioverter defibrillator. The patient had worsening symptoms over the past few weeks but there were no correlating device events at the times of the symptoms. This rv lead exhibited additional noise that was not associated with the respiratory rate trend signal. There was oversensing of the noise with pacing inhibition of less than two seconds and a lead fracture was suspected. The rv lead was capped and abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.